Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted that the flapper valve was broken. The obturator was received. The balloon and valve doors appeared intact. The insufflation bulb was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the broken flapper valve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one photograph of a device. The photo depicts the proximal end of the device. The flapper valve appears to be pushed in the body of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic totally extraperitoneal hernioplasty when the surgeon was trying to inflate the balloon to create the pre-peritoneal space. The valve seal of the device was damaged and the balloon leaked gas/air. A new balloon trocar was opened to complete the case. There was no patient injury.